Event description:
It was reported that the patient was experiencing a loss of therapeutic effect and never having therapeutic effect. Impedance testing and reprogramming was done. The implantable neurostimulator (ins) and lead were explanted. The insulation from the original lead came of the wire and the doctor was unable to put the lead into the 3058 to obtain impedances. A new lead was placed and the patient is receiving therapeutic effects of the implant.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v457458, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.